Event description:
Patient stated that they experienced recession and sensitivity due to byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.